Event description:
It was reported to target that during a balloon embolization of bilateral cc fistulas, balloons were placed on both sides. Correct concentration of iso-molar contrast was used, however, the balloons were slightly over inflated. The next day the pt was symptomatic. Again, the balloon on the right side had a 30% deflation. On 4/27/1999 the pt was successfully re-treated by embolization with gdc coils. Per a follow-up by a co rep with one of the attending physicians on 5/11/1999, target was informed that no additional complications resulted from the balloon deflation, except prolonged hosp stay by one week. The pt has marked decrease in swelling, double vision & right eye fixed in vertical position still persist, but he had them for over a yr and it will take time to correct them.